Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. Model number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) is planned to be explanted from the patient's operative eye. No additional information was provided.